Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was admitted to hospital with clinical signs of hemolysis and high pump power. Log files from (B)(6) 2016 revealed high power and high power alarms. No information given on anticoagulation status. It was stated that the patient received lysis and it was performed successfully by implant center. Log file analysis from (B)(6) 2016 shows normal power consumption after lysis therapy. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was stated from the site that the patient was admitted to the hospital on (B)(6) 2016. Patient presented to the hospital with ldh increase and hemolytic urine. Site reported the pump thrombus was suspected. It was further stated that the patient was stable on normal ward and was pending return of ldh and renal parameter labs for discharge. No further information available. Inr on admission was 1.3. Lysis with actilyse 20mg and 1.5mg/h over 24 hours. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the high power consumption and multiple high watt alarms for the reported event date; multiple low flow alarms were also noted. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.